Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing thresholds. Additional information indicated that dislodgement was confirmed via fluoroscopy. Further, the lead will not be returned. This lv lead was explanted. No additional adverse patient effects were reported.